Event description:
A user facility submitted a repair request to the olympus service center, for an evis lucera gastrointestinal videoscope, having inadequate air supply. The event occurred during inspection for use, prior to an unknown therapeutic procedure and the intended procedure was completed. Upon inspection and testing of the returned device, foreign material was found clogged in the scope nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was cleaned, disinfected, and sterilized before requesting repair. The presence of foreign material adhering to the device was not known. Pre-cleaning information: it¿s unknown if there was a delay to the start of pre-cleanining. Air/water nozzle was flushed with air/water. Information on manual cleaning: it¿s unknown if the accessories used for reprocessing were normal. Liquid was sent to the air/water nozzle and flushed with detergent solution. The scope was flushed with detergent solution. The air/water nozzle was wiped/brushed with clean lint free brush/cloth/sponges. The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, air/water could not be supplied due to nozzle clogging, curved rubber bond cracked, scratches on curved rubber adhesive part, bending angle insufficient due to the elongation of the angle wire, play of the angle knob out of the normal state due to the elongation of the angle wire, inside of the suction channel inside the universal cord crushed, suction cylinder scraped, air/water supply cap (water pipe) loose, scratches on the insertion tube, scratches found on the operation part, discoloration of the operation part recognized, scratches found on the tip cover, scratches found on the switch box, operation part cover surface came off, scratches on the operation unit cover, scratches on the up/down knob, scratches on the up/down angle fixing lever, scratches are found on the right/left knob, scratches found on the universal cord, scratches are found on the operation part side oredome of the universal cord, scratches on the scope connector side of the universal cord, water coverage recognized on the electrical connector, scratches found on the scope connector, scratches on the light guide cover glass, scratches found on the scope connector joint case, and scratches on the right left angle fixing knob. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.